Manufacturer narrative:
The investigation for the reported thrombus and limb ischemia has been completed. The device nor additional information was provided for evaluation. Therefore, the root cause of the limb ischemia and thrombus could not be determined. F6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 63-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that patient had no distal flow noted on the right femoral artery. The device was explanted, and a clot was noted. The patient was escalated to an impella 5.5 due to limb ischemia. The patient was noted as stable.